Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had absence of no delivery alarms and that they were hospitalized due to high blood glucose on with blood glucose of over 600mg/dl for the second time. The customer experienced symptoms of diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization. The customer did not have supplies to troubleshoot for absence of no delivery alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, delivery accuracy test and displacement test. Unit received with cracked case at the reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.